Manufacturer narrative:
Concomitant medical products: product ID: d314drg ICD, implanted: (B)(6) 2018; product ID: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning for high superior vena cava (svc) coil impedance. Reprogramming was done and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Fidelis proximal ring rust/corrosion/green in bi/trifurcation. The analysis noted that visual inspection found only rust/corrosion/green in trifurcation, but no conductor fracture was found on the proximal portion received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also had high right ventricular defibrillation coil impedance.